Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectome did not cut. The vitrectomy probe, the cassette and the tubing were exchanged with no resolution to the issue. There was no error code displayed. The test was not possible. The case was completed using another system. There was no patient impact reported.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was replicated. The pneumatics module was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 17, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatics module. However, how or when the module became nonconforming cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).